Event description:
A customer reported that a patient experienced a corneal burn at the incision site during cataract surgery. It was also noted that the patient had a pterygium present at the incision site. The doctor normally uses one suture, however, two sutures were used to close the wound.

Manufacturer narrative:
A company clinical analyst reviewed the case and sated the following: ¿a customer reported that a patient experienced a corneal burn at the incision site during cataract surgery. It was also noted that the patient had a pterygium present at the incision site. The surgeon normally uses one suture; however, two sutures were used to close the wound. The customer called for service noting the handpiece needed to be checked. The company service representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ with no additional, related information provided, the customer reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pensylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).